Event description:
(B)(6) 2011, at the time of the surgery. Left total hip arthroplasty, severe end-stage osteoarthritis, left hip. (B)(6) 2012, severe end-stage osteoarthritis, right hip. Cleveland clinic main campus for both hips. Age of operation (B)(6). I have problems with bend, and pain. I want to know is there a recall, and if it is, what procedures will I have to do to be in this class action sue? My clinic number is # (B)(6).